Event description:
It was reported that during a laparoscopic vertical sleeve procedure, during the second firing, the staples started to form, but about halfway through the firing, the staples did not form on the patient side. The two innermost rows had unformed staples and the outer row had partially formed staples. The surgeon over sewed the line and the same gun was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged. Additionally the underside of the cartridge body, and some drivers were noted to be damaged. The pan was still fully assembled to the reload when it was returned. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the product code of the stapler (plee60a, pse60a, etc.)? When you mentioned the outer row of staples, did you mean the row closest to the knife (outermost row on patient) or furthest from the knife? Was buttressing material utilized? If so, which product? Was a leak test performed and if so, what was the result? What was the bmi and gender of the patient?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code of the stapler (plee60a, pse60a, etc.)? Plee60a was the stapler when you mentioned the outer row of staples, did you mean the row closest to the knife (outermost row on patient) or furthest from the knife? Outer row being the patient side. Was buttressing material utilized? If so, which product? Gore seamguard was a leak test performed and if so, what was the result? Leak test performed, no leak seen. What was the bmi and gender of the patient? Unsure of bmi, visig bougie used. Female.